Event description:
At the start of a procedure, the pt was placed onto the surgical table and placed under anesthesia. The table was then raised to an elevated position. At some point during the surgical procedure, the table began to drift downward from its set position. The o.r. Staff repositioned the table and resumed the operation. As the procedure progressed the table was reported to drift downward an additional two times. The o.r. Staff was able to prevent additional drifting by using some external means to support the table. The drifting was reported to lengthen the surgical procedure, increasing the time the pt was under anesthesia. The hosp has not reported any injuries or adverse effects to the pt. The hosp removed table from svc immediately after the procedure.